Event description:
The customer reported to olympus that the 4k camera head did not work, did not turn on. According to information from the user the defect was found when the camera was checked. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was an e221-camera head communication error after switching on and when moving the cable near the camera head side. This was caused by a faulty cable unit. It is very likely that the inner wiring or inner parts in the plug were damaged. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field e1.: phone number. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, it is presumed, that the e221 occurred, due to a communication failure caused by a failure of the cable. The cause of the faulty cable could not be presumed. The event can be prevented, by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
Additional information, was provided by the customer. It was just assumption, that the procedure was done with another camera, but the customer was not sure.